Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous malformation (avm) using ruby coils. During the procedure, the physician delivered two ruby coils in the aneurysm using a px slim delivery microcatheter (px slim). While advancing a new (third) ruby coil through the px slim, it unintentionally detached with one part of the ruby coil in the aneurysm and the other part still inside the px slim. The physician pushed the detached ruby coil in the aneurysm using the ruby coil pusher assembly and the procedure was completed at this point. There was no report of an adverse effect to the patient.